Manufacturer narrative:
According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal ligation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the band was attempted to be deployed for multiple times;however, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.